Manufacturer narrative:
D.2a. Common device name: blood specimen collection device; intravascular administration set. D.2b. Medical device type: one additional code applies; jka. Investigation summary: bd had not received samples or photos for evaluation. Therefore, 30 retention samples from bd inventory were evaluated by visual examination and the issue relating to foreign matter¿ other was observed in 6 of the 30 samples. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter¿ other. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while performing retention testing on the bd vacutainer® push button blood collection set, foreign matter was observed in the tubing of (6) devices. There was no health impact or consequences reported.